Event description:
It was reported to boston scientific via an article published in prostate international journal, that a prospective study was conducted to evaluate the safety and efficacy of the rezum water vapor thermal therapy procedure to treat patients with acute urinary retention (aur) due to obstructive uropathy (acute renal impairment). A total of 23 patients with aur complicated by obstructive uropathy were treated with rezum between august 2023 and february 2024 at 3 institutions in hong kong. Following procedures, 30-day post-surgery readmissions occurred for 1 patient with urinary tract infection, 1 patient with hematuria, and 1 patient for gouty arthritis (unrelated to the index procedure). All were managed conservatively. Additionally, 2 patients were diagnosed with prostate cancer. Furthermore, 1 patient failed the trial without catheter at 4 and 6 weeks and was admitted to the hospital on week 8 for pneumonia and passed away. This patient was wheelchair-bound, had an eastern cooperative oncology group performance score of 4, and american society of anesthesiologist grade of 4. This record addresses the patient complications of urinary tract infection and hematuria.

Manufacturer narrative:
Siu, b. W.h., ho, j. M.h., yuen, s. K.k., leung, d. K.w., liu, a. Q., wong, c. H.m., chan, y. Y.y., ko, I. C.h., yee, c. H., teoh, j. Y.y., ng, c. F., chiu, p. K.f., lo, k. L. (2025). Transurethral water vapor therapy (rezum) for acute urinary retention with obstructive uropathy: a prospective cohort study with one-year follow-up. Prostate international. 13, 258-263. Https://doi.org/10.1016/j.prnil.2025.08.001. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.